Event description:
Procedure: thoraco/lobectomy. According to the reporter: the original operation date was on (B)(6) 2013 and the original operation procedure was a vats upper lobectomy and s6 partial resection. The device was used to excise the superior pulmonary vein. The la thrombus was found by a radiologist on (B)(6) 2013. That is about 3 months after the operation. The original CT data was not provided. The pt has had a symptom. A postoperative examination was performed and the thrombus on the inner side of the stump was confirmed by CT. The pt is under observation and will be treated with warfarin.

Manufacturer narrative:
(B)(4).